Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient anatomy was moderately calcified, which likely contributed to the reported difficulties of advancing and retracting the stent delivery system (sds) as there was no damage noted to the stent or sds prior to use, which suggests a product deficiency did not contribute to the reported difficulties. The stent was implanted proximal to the lesion, in a non-diseased area of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficult to remove for this lot. The failure to advance can be influenced by many factors and are not generally associated with a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed. An attempt was made to advance the xience v stent; however, the device would not cross the lesion due to the anatomy, and resistance was noted during removal. The stent was implanted proximal to the lesion, in a non-diseased area of the vessel. Another xience stent was used to treat the target lesion successfully. There were no adverse patient effects reported. No additional information was provided.